Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Healthcare professional additionally reported "scant serous fluid within the capsule". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side deflation. Device remains implanted.